Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported rupture and "least four abnormal rounded nodes are seen within the right axilla containing silicone, the largest of which measures 18mm. There is probably a small-silicone-containing internal mammary chain node measuring 6 mm within the left second intercostal space", "folding of the envelope". Device has been explanted on right side.